Manufacturer narrative:
One physical sample without the original package or lot number was received for investigation. The sample was visually inspected, and the reported condition was confirmed. A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Based on all available information a definitive root cause could not be determined at this time. A notification has been made to production personnel with the purpose of raising awareness of the reported condition. This complaint will be used for further tracking and trending purposes.

Event description:
The customer reported the salem sump 8fr ng was found to be snapped almost completely in half while in the patient's nare. It was removed and a new one was inserted. Additional information received on (B)(6) 2024 stated that the tube was pulled out by hand and no part of the tube remained in the patient.